Event description:
It was reported that two (2) large volume multirate infusors leaked from the rate control module. This was observed during preparation. The device contained cytotoxic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, a video of the sample was provided for evaluation. Visual inspection was performed on the video sample which observed a leak at the dialer of the multirate control module. The reported condition was verified. The cause of the condition was due to a temperature excursion during product transit. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.